Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that a coiled tube infusor was entangled in between the housing and volume indicator during filling. The concomitant medical products are currently unknown. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). During visual inspection of the returned sample, the coiled tubing was found to be tangled inside the housing of the infusor. It was determined that the cause of the reported issue was due to the tubing not being assembled properly. As a result, a quality alert training was issued for the operators. Should additional relevant information become available, a supplemental report will be submitted.